Event description:
It was reported that cgm displayed malfunction message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, successfully completed reset, did not see malfunction message again, and then successfully started new sensor session.